Manufacturer narrative:
No unresponsive buttons were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a loose and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the down button of the insulin pump was not responsive. The customer's blood glucose was unknown at the time of incident. The customer also reported that she was not able to do bolus due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer stated that she does not have a back-up plan and wanted to continue using the insulin pump. The insulin pump will be returned for analysis.